Event description:
It was reported that the ilet user experienced hypoglycemia and frequent nighttime lows while using the ilet device, expressed concern that the pump delivered too much insulin, and requested a factory reset. Discussion identified a ¿roller coaster¿ pattern consistent with improper or incorrect use of meal announcements and low treatment, and the device component most relevant was the user interface. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, during which education was delivered on timely meal announcements, conservative low treatment, and bedtime strategies, and a factory reset was completed with preservation of cgm code. Investigation of this case revealed no device problem and identified a usage problem related to the timing of meal announcements and treatment of lows, consistent with improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.